Event description:
Vague written report received from baxter affiliate states that the reservoir ruptured. Reported states device contained sodium chloride 0.9% and it is "unknown, if 5fu was already added!" Per reporter "during the rupture the plastic housing also bursted/"exploded", especially the bottom part has many cracks!" Reporter states that no patient injury occurred and no medical intervention was required as a result of the reported condition. Per reporter further follow up with the customer revealed that it is not clear whether the reported condition had occurred during filling or during use. Reporter states that no additional information is available.